Event description:
Circumcision with gomco was performed. However, there was a malfunction with the gomco where when there was about 2 mm of foreskin left, the foreskin remained clamped, but the glans came out of the bell. The remainder of the foreskin was clamped and cut. Estimated blood loss less than 2 ccs. The glans remained unharmed, but there was some bleeding from the raw edge of the foreskin, which was made hemostatic with the use of 1 stick of silver nitrite and topical lidocaine with epinephrine, but that bleeding remained less than 2 ccs.